Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019 due to oversensing. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient received an anti-tachycardia pacing therapy due to the noise. Lead replacement was discussed. No intervention was reported. The patient was stable prior, during, and after the clinic check up.